Event description:
It was reported that the patient presented for follow up. An interrogation of the device revealed inappropriate high voltage therapy was delivered by the implantable cardioverter defibrillator (ICD). Suboptimal programming resulted in inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). No interventions were made. The patient was stable.